Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, a venous pressure high alarm occurred. It was determined that the extracorporeal blodd circuit was clotted precluding manual rinseback of the pt's blood. The circuit was discarded resulting in a blood loss of approx 225 cc. No medical intervention was required.